Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient presented for a follow-up in clinic. Upon interrogation, the patient's right ventricular lead exhibited non-sustained right ventricular oversensing episodes due to noise. No intervention was performed and the patient will continue to be monitored. All other lead measurements were normal. The patient's condition was stable pre, during, and post check.